Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 14-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: a review of the pump black box data from date of the event has been overwritten due to continued pump use. The current black box showed one unexplained pump reboot following a loss of prime warning. During a visual inspection of the pump, the battery compartment was observed to be cracked from the thread area to the case seal. No evidence of moisture contamination inside battery compartment. The battery cap contact dimensions measured within specifications. The returned battery cap was unable to fully tighten to the pump, however, the pump powered on with no power loss. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.